Event description:
It was reported that when the laser was powered up "error 79" was observed. The laser was rebooted three times however the attempts to clear the error were unsuccessful. The procedure was cancelled. No injury to the patient was reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2017: removed laser control board and replaced. Tested all functions of the laser. Tested all power from the laser. Tested esf. No additional problems found at this time.